Event description:
A study performed in a finnish hospital tested the blood glucose of neonates using 5 second contour meters and a chiron blood gas analyzer. The same drop of blood was used for each comparison test, and 12 tests were performed. The contour meter read high compared to the blood gas analyzer for all tests. The difference between results for 2 of the tests fell in the "c" zone of the parkes error grid, making the differences clinically significant. The readings were as follows: 6.3 and 3.7 mmol/l and 6.1 and 3.8 mmol/l. No adverse events were alleged. No product will be returned for evaluation.

Manufacturer narrative:
Meter serial numbers were not provided, so it was not possible to determine manufacture dates.